Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was not provided, therefore no review could be performed. The subject devices (model agilia sp, serial number (B)(6)) were not returned to our laboratory for analysis as repairs were carried out locally. A front housing kit associated to this complaint was received and sent for investigation. However, it was found that received part was not linked to the reported device serial number in the complaint. Therefore, investigation could not be carried out further as provided information did not match reported information. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. Based on available information, the root cause of the reported issue remained unknown (not wrong part received). An internal CAPA was initiated in order to investigate and reduce occurrence of defective keypad issues on agilia product range. In addition we strongly recommend users to follow the desinfecting and cleaning processes that are clearly indicated in the ifus as upon investigation of defective keypads provided by other customers, the cause was found to be linked to the cleaning/disinfecting process of the pumps performed in hospitals. To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "no reaction of the on off switch during preventive maintenance. No patient involved. Replacement of [upper case]." Reporting due to the referenced issue; no serious injuries to the patient was reported. More information is needed to complete the investigation.